Event description:
The lifescan rep called the reporter to review questions regarding her surestep meter prompting er1 messages. The rep could not reach her, so she wrote the reporter a letter asking her to call in.